Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced cells +3 and increased local inflammation after an intraocular lens (iol) implant during a cataract procedure. The patient experienced temporary visual impairment. Conservative eye drops treatment was prescribed. No iol explant was reported to be required. The outcome was reported as recovered with good healing. Additional information has been requested but not received to date. This is one of seven reports being filed for the same facility. This report is for the second patient.